Event description:
The customer reported a pt was found disconnected from the ventilator and the ventilator was not alarming. The customer reported the alarm settings of the ventilator at disconnect were: low inspiratory pressure (lip) 3cmh2o, low minute volume 0, low mandatory volume 0. The pt circuit had a heat moisture exchanger (hme) inline. Upon disconnect of the circuit, the resistance of the hme in the circuit created a pressure above the set lip pressure, which prevented the alarm from soudning. In addition, the ventilator volume alarms were disabled, therefore there was no alarm condition present. The clinical coordinator reported the pt had been non-responsive following a massive myocardial infarction (mi). During shift change, a nurse standing outside the pt's room noted the pt's heart rate was dropping, and upon entering the room saw the pt was disconnected from the ventilator. The pt was administered 100% o2 and reconnected to the ventilator, and the heart rate recovered. The pt had been experiencing episodes of bradycardia and asystole prior to the disconnect, and had previously coded. The clinical coordinator reported the pt later expired when they were removed from the ventilator at the request of the pt's family due to the pt's condition since their admission to the hosp, not due to the disconnect event.